Event description:
Reported that post coronary drug eluting stenting treatment procedure a thrombosis and death occurred. "The pt expired after an hour because of acute thrombosis." In the opinion of the physician the event is not related to the device. No further information is available at this time.